Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Leaflet thickening occurring over time can be attributed to structural valve deterioration and/or nonstructural dysfunction. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Nonstructural valve dysfunction (nsvd) is any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that do not directly involve valve components yet results in dysfunction of the prosthetic valve; such problems can include thrombosis, vegetation from endocarditis, and host tissue overgrowth. The most likely cause is patient factors, including chronic kidney disease (ckd) and patient's age at the time of the implant (63 years old).

Event description:
Edwards received notification that a patient with a 7300tfx29mm valve implanted in the mitral position underwent a valve-in-valve (viv) intervention after an implant duration of approximately nine (9) years and eight (8) months due to leaflet thickening leading to stenosis. The patient presented with dyspnea before the viv procedure. A 29mm transcatheter valve was implanted within the edwards surgical valve. Patient outcome was good and patient was well.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.